Manufacturer narrative:
Concomitant products: product ID: p1501dr ipg, implanted: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a device replacement procedure it was found that a cap had fallen off of one of the previously cut and capped leads and the insulation had degraded. The identity of the lead was unknown. Both the previous atrial and right ventricular leads remain inactive and implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.